Event description:
The peritoneal dialysis patient's husband reported that a fluid leak was identified underneath the cassette compartment after treatment. He did not see any damage on the cassette. The cassette was immediately discarded. The patient felt fine, and her effluent remained clear. The patient was already taking antibiotics at that time of the incident for unrelated issues.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.